Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient had not had a bowel movement since their procedure and was feeling constipated. Additionally, when the patient did have a bowel movement it was extremely painful and caused a little bleeding as well as caused the patient to because dizzy and light headed while trying to pass their stool. Prior to the call the patient had adjusted stimulation levels. A second call from the patient three days later indicated that the patient thought their leads had moved and now they feel stimulation on their upper butt-cheek. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.